Event description:
The customer stated that she received back to back readings of 139,124, and 91mg/dl on her meter. She then tested on another brand meter and got readings of 154,222, and 215 mg/dl. The difference between some of the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer also received normal control test results that were 270 mg/dl or more above the upper control limit. The customer did not allege any adverse events. The strips are to be returned for evaluation and replacement strips will be sent.